Manufacturer narrative:
Blood glucose (bg) level was initially reported as 274 mg/dl. Correct bg value was 275 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing luer lock was cracked. Reportedly, the customer was sleeping on the pump and believed that being on the pump caused the luer lock to crack. The customer's blood glucose (bg) level was 274 mg/dl. The customer changed the cartridge to address the event and the bg level was addressed with a bolus via the pump.